Manufacturer narrative:
(B)(4). The represent MDR report satisfies the reporting obligations for both companies. Fidia's comments: in immunosuppressed patients, it may be particularly necessary to observe a full sterile technique in administering the product, given the increased likelihood of infection. However, it should be noted that the product labeling already instructs the users to adopt a strict aseptic administration technique to avoid infection in the injection site (precautions section). This is valid for all patients, whether immunocompromised or not.

Event description:
(B)(4).